Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), device expulsion ('device expulsion') and pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital haemorrhage"), psychological trauma ("psychological trauma"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), cystitis ("cystitis"), urinary tract infection ("urinary tract infections"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy-bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and psychological trauma outcome was unknown and the device expulsion, pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered bladder disorder, cystitis, device expulsion, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: essure confirmation test conducted:- (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation/coming through the uterine wall to the serosa'), device expulsion ('device expulsion/both essure coils appeared misplaced / displaced coil'), pelvic pain ('pelvic pain') and genital haemorrhage ('genital haemorrhage') in an adult female patient who had essure (batch no. E36582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension and leg pain. Concurrent conditions included menorrhagia, abnormal uterine bleeding, dysmenorrhea, metrorrhagia, vaginal irritation, yeast infection, vaginitis bacterial, candida albicans infection, right lower quadrant pain, breast pain, left lower quadrant pain, follicular cyst of ovary, dyspareunia, nabothian cyst and vaginal odor. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), psychological trauma ("psychological trauma"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), cystitis ("cystitis") and urinary tract infection ("urinary tract infections"). The patient was treated with surgery (novasure ablation and salpingectomy-bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and psychological trauma outcome was unknown and the device expulsion, pelvic pain, genital haemorrhage, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, cystitis and urinary tract infection had resolved. The reporter considered bladder disorder, cystitis, device expulsion, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3. The number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: impression: status post essure placement. The essure devices appear appropriately. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, pelvic pain, uterine perforation, device expulsion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation/coming through the uterine wall to the serosa'), device expulsion ('device expulsion/both essure coils appeared misplaced / displaced coil'), pelvic pain ('pelvic pain') and genital haemorrhage ('genital haemorrhage') in an adult female patient who had essure (batch no. E36582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension and leg pain. Concurrent conditions included menorrhagia, abnormal uterine bleeding, dysmenorrhea, metrorrhagia, vaginal irritation, yeast infection, vaginitis bacterial, candida albicans infection, right lower quadrant pain, breast pain, left lower quadrant pain, follicular cyst of ovary, dyspareunia, nabothian cyst and vaginal odor. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), psychological trauma ("psychological trauma"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), cystitis ("cystitis") and urinary tract infection ("urinary tract infections"). The patient was treated with surgery (novasure ablation and salpingectomy-bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and psychological trauma outcome was unknown and the device expulsion, pelvic pain, genital haemorrhage, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, cystitis and urinary tract infection had resolved. The reporter considered bladder disorder, cystitis, device expulsion, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3. The number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: impression: status post essure placement. The essure devices appear appropriately. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, pelvic pain, uterine perforation, device expulsion. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received. Reporter information, patient's date of birth, medical history, lab data, lot number and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), device expulsion ('device expulsion') and pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital haemorrhage"), psychological trauma ("psychological trauma"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), cystitis ("cystitis"), urinary tract infection ("urinary tract infections"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy-bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and psychological trauma outcome was unknown and the device expulsion, pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered bladder disorder, cystitis, device expulsion, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: essure confirmation test conducted: (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received case became incident lot number added. Essure removal date added. Previous reported event injury was replaced with new events pelvic pain, genital haemorrhage, uterine perforation, device expulsion, psycho injury, bladder/urinary problems, event outcome recovered/resolved added to events pelvic pain, genital haemorrhage and bladder/urinary problems. Rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.